Manufacturer narrative:
The performing surgeon has not offered any information about this possible removal revision event. There is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined.

Event description:
A patient is believed to have had an si joint arthrodesis implant removal revision procedure in (B)(6) 2018. The details of the revision procedure are not known. The performing surgeon has declined to offer any information about the case.